Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for supra ventricular tachycardia (svt) which was detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular tachycardia (vt). It was also reported that there was far field r-wave (ffrw) oversensing from the right atrial (ra) lead. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.